Event description:
The distributor contacted heartsine to report that their device was beeping and the status indicator was illuminated. This event was not initially reported as their was no indication that the device had critically malfunctioned. However, upon investigation the reported fault was attributed to a supplier welding fault, which had resulted in premature depletion of the device pad-paks. This fault may result in the device failing to power on, which may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault of a flashing red status led and failure chirp as upon receipt the pad-pak was found to be severely depleted. The fault was attributed to damaged battery cell insulation due to a supplier welding fault. The 360p device performed to specification throughout testing at heartsine when fitted with a good test pad-pak. The device was scrapped by heartsine and the customer was provided with a replacement device.